Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow up with noise over-sensing on their atrial lead. The over-sensing caused inappropriate automatic mode switch episodes. The device was reprogrammed accordingly. Patient was stable after the event and will continue to be monitored.